Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that a needle stick occurred at an unknown time with a unspecified bd butterfly needle. The following information was provided by the initial reporter, "believe it or not, my fears have come true and we had a significant needle stick injury here at work involving the butterfly needle. I was hoping you could send me updated information on the push button retracted butterfly needles once again. I am going to go back to the committee as soon as possible to try to get this approved. If you could again send me information on the others already using this device, that would be very helpful. If the data below is still relevant, I will use that." No medical intervention information was given.